Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was diagnosed with an infection. The patient's dbs system was explanted in (B)(6) of 2022. The infection resolved over time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.